Manufacturer narrative:
H10: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged loose cuff as no objective evidence has been provided to confirm any alleged deficiency with the cuff. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. H10: b5, g4 h11: h6 (method 1, conclusion 1) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the event indicated that model 7711700 chronic catheter allegedly had a defective component. This event did involve patient with no patient consequences. The patient¿s age, sex, and weight were not provided.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 7711700 s/l perc 7fr 65d experienced a defective component. Of this event, the device was used on the patient with no reported injury. The patient¿s age, sex, and weight were not provided. The 7711700 s/l perc 7fr 65d was returned to the manufacturer and is pending investigation.